Manufacturer narrative:
Approximate age of device ¿ 4 years and 5 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient received a pump exchange on 16jul2018 due to suspect pump thrombosis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified through the evaluation of the returned lvad pump, and a correlation to the reported event could not conclusively be established through this evaluation. The pump was returned assembled with the percutaneous lead (driveline) was cut approximately 1¿ from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly also revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.